Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified a crack opening and wear abrasion. A leak test was performed which found a crack opening on the diaphragm valve. A microscopic analysis was performed which identified a crack opening on the diaphragm valve. Based on the device analysis, the final assessment is a crack opening on the diaphragm valve assessed as a cracked valve seat diaphragm valve.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.